Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was capped and replaced on (B)(6) 2020 due to high impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring service center shows shock impedance greater than 150 ohms since (B)(6) 2018 at first transmission for this patient to this following group on home monitoring. This value has been out of range consistently since that date. All other values appear within normal limits. Representative interrogated patient and saw value on programmer. The lead currently remains implanted. Should additional information be obtained, this report will be updated.